Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply bag came disconnected from the supply line of a homechoice cassette. This occurred during set-up for peritoneal dialysis therapy, and the patient was not connected at the time of the event. The technical service representative assisted the patient with starting therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.